Manufacturer narrative:
(B) (4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after application, the jaws would no longer open. The device was pulled from tissue with a small amount of bleeding. There was no patient injury.